Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that electrolytes failed calibration, back to back and span, after she changed the reference reagent on the unicel dxc 800 synchron system. Customer reported that there was fluid leaking from the modular chemistry (mc) probe on top of the ion selective electrolyte (ise) section. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a gel clot in the mc vacuum valve. The fse calibrated the mc chemistries and ran controls. The fse found all tests were within specifications.